Event description:
A 3.0 mm diameter x 24 mm length endeavor otw drug-eluting coronary stent delivery sys was inserted into a pt for the treatment of a proximal lad lesion. The vessel morphology is unk. The lesion was pre-dilated. It was reported that the stent was successfully implanted. It was reported that 10 days post stent implant the pt arrested at home and was brought to the ER and expired. The pt did not have st elevation and wide qrs.

Manufacturer narrative:
Results: (no autopsy performed).